Event description:
Device issue: proximal shaft separation. Time of device issue: unk. Adverse event: none. It was reported that an unk product issue occurred. Reportedly, there were no pt effects. During return device analysis, a proximal shaft separation was observed.

Manufacturer narrative:
(B)(4). Eval summary: the stent delivery system (sds) was returned with blood on the shaft, on the tip and in the guide wire lumen. There was thick crystallized contrast on the shaft and in the inflation lumen. This suggests the sds was prepared for use and inserted into the body. The stent implant was stationary on the balloon between the markers of the tightly folded balloon and no damage noted to the stent implant. There were no kinks noted to the tip or to the inner member. The tip length and stent outer diameters were measured and met mfg criteria. In this case, it is unk what the nature of the reported complaint truly is. Add'l info regarding the reported event has been requested; however, no info has been received. Analysis also noted the hypotube and jacket were separated and the fracture faces were oval. The material was stretched and jagged at the separation. There were kinks in the hypotube proximal and distal to the separation. There was no other damage noted to the sds. It is possible that the hypotube may have kinked during the procedure or resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for eval which may have contributed to the hypotube separation. In this case, there is no info available regarding the specific details of this event and a conclusive determination at which point the hypotube separated occurred cannot be determined. However, since the reported issue is unk and no add'l info has been received, a conclusive cause cannot be determined for this reported complaint. All sds are 100% visually inspected prior to release. Additionally, a quality control (qc) audit inspection is used to verify the product quality.